Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A controller and three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. A review of the manufacturing documentation confirmed that the controller met all requirements for release. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, manufacturer is investigating loose connectors. This observation is not related to the reported event. Log files covering the reported event date were not available. The available logs were reviewed and the results revealed several power switching events due to momentary disconnections between the controller and batteries. Based on this analysis, the most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware is investigating momentary disconnections heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Manufacturer narrative:
Please note: due to new (B)(6) and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 07/31/2014 - exp. Date: 07/31/2015, (B)(4) - 1650de - MFR. Date: 10/31/2015 - exp. Date: 10/31/2016, (B)(4) - 1650de - MFR. Date: 07/31/2014 - exp. Date: 07/31/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient complained of battery switching. Log files were sent and three batteries were exchanged without consequence to the patient. No further information was provided.